Event description:
The customer's family member called to report that the customer is having low blood sugar levels. The customer was currently eating to treat low blood sugar reading when the family member called on their behalf. The family member stated that the display has black ink underneath the screen and the leadscrew components have fallen out of the pump. The family member stated that they are unsure as to what happened. They were advised that a replacement pump will be sent.